Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be broken near the proximal pulleys and proximal clevis cable opening. The idler pulley was able to spin freely and it did not exhibit any damage. The cable segment stick out at wrist. Additional observation not reported by site was proximal clevis wearing. The proximal clevis cable opening exhibited wear on one edge. Other cables at wrist were not damaged. Evidence not conclusive, but wear on hole could had contributed to cable breakage. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a davinci si hysterectomy procedure, the cable snapped on the large suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.